Manufacturer narrative:
Device not returned.

Event description:
It was reported while loading the cartridge, insulin was observed leaking from the septum. Customer changed the cartridge to resolve the issue. There was no reported adverse impact to customer's blood glucose.